Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
An adverse event of fluttering was reported for the patient which has a mild severity and is probably related to stimulation/device. The outcome of the event is recovering/resolving. No other relevant information has been received to date.

Event description:
Additional information received reporting hat the fluttering was not a cardiac e vent and it was noted to be fluttering of the device implant site. The patient was likely just experiencing muscle spasms as the severity of the event was also marked as being mild.

Event description:
Additional information obtained noting that the reported fluttering now has an outcome of recovered/resolved.